Event description:
Both knees are in pain, pain in left knee [knee pain]. Cannot walk very well, hurts when walking [walking difficulty]. Upset [feeling sad]. Angry [anger]. Pain during weight bearing [weight bearing difficulty]. Hurts when walking [pain upon movement]. Case narrative: initial information received on 31-jul-2018 regarding an unsolicited valid serious case received from a patient from united states. This case involves a (B)(6) years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency her both knees were in pain, pain in left knee, cannot walk very well, hurts when walking, hurts when walking, pain during weight bearing and was angry. The patient past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had knee injections in the past (zimmer), but was unsure of the product that was used. Patient had never had a reaction before. On an unknown date in (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, at a dose of 6 ml once in each knee for knee osteoarthritis. Patient had been in agony since then. On an unknown date, after unknown latency, patient right knee was not as bad as the left, but both knees were in pain. On an unknown date, after unknown latency, patient could not walk very well with the reaction she was having. Patient had consulted her physician and he did not knew the reason for her reaction. It was reported that the patient should be pain-free by now. Patient already had a steroid injection in the left knee since receiving synvisc-one and it did not help at all. Patient reported that nothing helped. Patient was angry and upset (onset date and latency: unknown). Patient was adamant that she would never had synvisc again. Patient was still having pain in left knee and was having MRI of that knee today and was concerned this pain would be permanent. Reported improvement was slow and it does not hurt when sleeping but it hurts when walking, weight bearing. Patient reported that the pain was horrendous and frustrated by slow improvement. Final diagnosis was angry, upset, cannot walk very well, pain during weight bearing and both knees are in pain, pain in left knee, hurts when walking. Patient received steroid as corrective treatment for knee pain, not reported for others. The patient outcome is reported as recovering for both knees are in pain, pain in left knee; not recovered for other events seriousness criteria: required intervention for both knees are in pain. A product technical complaint was initiated on 03-aug-2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 01-aug-2018 from the patient. Event of pain during weight bearing and hurts when walking were added. Event of both knees are in pain was updated to both knees are in pain, pain in left knee and event of cannot walk very well was updated to cannot walk very well, hurts when walking. Clinical course was updated ad text amended accordingly. Additional information received on 03-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.